Manufacturer narrative:
As the serial number for the reported transmitter was not provided to adc, the manufacture date is unknown. The date indicated in h4 is the manufacturer's awareness date. The product has been requested back for investigation and a final report will be submitted once investigation results are available. Remedial action (B) (4) was reported to the (B) (4) district office on 14 apr 2009

Event description:
An adc customer reported seeing moisture on the transmitter of their fs navigator continuous glucose monitor. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of adverse event, death or mistreatment associated with this report.